Event description:
During a coronary stenting procedure to the mid-lcx, the stent dislodged within the proximal portion of the vessel. The lesion was highly calcified. The physician used an al1 guider, which did not provide adequate support to the system. The cypher des was prepped according to IFU; no negative "prepped" was conducted outside the patient. The physician was able to go in with another balloon and deployed the stent in the proximal lcx (non-target). There was no patient injury. The product (sds) will be returned for analysis.